Event description:
An account reported that the head section on this bed was running continuously up. They stated that there were no injuries in this event.

Manufacturer narrative:
Upon complaint review, it was determined that this type of self activation has the potential to cause serious injury and is therefore being reported. The technician replaced the left head siderail which was causing the head section to self activate, this resolved the problem.